Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that the insulin may have been bad since the blood glucose reading rose instead of falling. The blood glucose reading was 450 mg/dl, which the customer treated with a manual injection and bolus. She complained of excessive thirst, frequent urination, and difficulty breathing. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was noted. The customer sounded winded and vomited during the call. The second blood glucose reading was 311 mg/dl. She also reported that when she removed the infusion set, she could see where the cannula was supposed to be; she was unsure how or when the infusion set fracture occurred. The insulin pump was working as designed, but the customer requested its replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.